Event description:
The caller reported that their t:slim x2 pump battery would not charge. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.